Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The patient stated they had performed trouble shooting steps and found nothing wrong so they proceeded to disconnect the supply bag and reconnect the bag to the final line. The baxter technical service representative (tsr) informed the patient that they must start over with new supplies and advised the patient that they should never disconnect and reconnect bags. The tsr had the patient cycle the power and remove the cassette. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the reported check supply line alarm and the issue of the patient disconnecting and reconnecting the solution bag. The patient did not notice anything at the time of the alarm that might have caused it. The patient stated they were troubleshooting with the tsr and were advised to attach a solution bag to the unused line so the patient disconnected the solution bag. The patient started over with new supplies and resumed therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed; however, based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.